Event description:
The procedure being performed was a posterior cervical laminectomy. The pt was in the prone position. The pt's "head slipped while clamped during procedure. 2mm head laceration after case." According to the device event report, the following info was noted: "after frame checked by rep. Noted clamp wasn't holding tight." The laceration was stapled closed. There were no post-operative complications to the pt as a result of the injury.